Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Boston scientific technical services (ts) reviewed the episode noting low r-wave amplitude, changes in morphology with t wave oversensing of noise. Recommendations for additional system testing were provided including provocation and positional testing/assessment of signals and a chest x-ray to confirm system placement. The device remains implanted. No additional adverse patient effects were reported.